Manufacturer narrative:
Follow-up #1 date of submission 02/24/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump behavior in the pump¿s black box data. Unrelated occlusion alarms occurred during prime. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was observed to the pump¿s internal components. Unrelated to the complaint, two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display was found to be discolored.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 488 mg/dl with large ketones, abdominal pain, and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. The reporter noted the pump alarmed for a call service 064 alarm that occurred randomly. The reported was able to reboot the pump and performed an air bolus without the alarm recurring. Troubleshooting determined no device malfunction. This complaint is being reported because the reported health event was attributed to a use error.